Event description:
Dr. Swartz reported that a pt was injected with 5 syringes of coaptite for a urethral bulking procedure. The pt had gone into urinary retention approx 2 mos post injection.

Manufacturer narrative:
During f/u with a physician, it was reported that the pt had been injected in 2006. A foley catheter was inserted the same day. The pt removed the catheter 4 days later, as the symptoms had resolved. The device history records indicate that lot 1002405 met specifications at the time of release. This event was not initially reported as a serious injury. Upon review of the regulations, it was noted that this event should be reported. Bioform understands that this initial report is beyond the 30-day time frame.